Event description:
Olympus (omsc) was informed that the customer tracheal intubation fiberscope was returned to the olympus repair center for a reported ¿leak¿. Upon inspecting and testing, the coating of the insertion tube was found peeling off. This report is being submitted to capture the coating of the insertion tube peeling off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The coating of the insertion tube was found peeling off. The adhesive of the distal light guide lens is peeled off. The bending section cover was stretched/loose. There is a stain in the image guide bundle and the index at the eyepiece is peeled off. There are scratches on the control body, on the protective boot cover, eyepiece, the grip, the up/down plate, the vent below the grip, the index at the light guide mount and light guide cover are peeling. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The subject device was last serviced via repair on february 3, 2022. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. However, it is likely that the defective component was attributed to stress, external factors or handling. Olympus will continue to monitor complaints for this device.